Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an issue with the sensor needle when it was inserted. They stated that the sensor insertion was okay but then shortly afterwards, the sensor had stopped working. When they removed the sensor in the second day, the sensor needle appeared to be approximately 1-2 millimeters long. It appeared to have been crushed up against the sensor. Three replacement sensors will be sent to them. Their blood glucose level was unknown. The product will not return for analysis.